Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The reported event of premature discharge of battery was not confirmed. The device was unable to establish telemetry upon receipt. Analysis after device was cut open revealed device battery voltage was at end of life (eol). A longevity assessment was performed and found the implant duration exceeds total projected longevity indicating normal battery depletion. Further analysis performed found no anomaly.

Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. Premature battery depletion was suspected. The device was explanted to resolve the event. The patient was stable.